Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needles were removed no suture was present, indicating a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, anterior needle, and both cuffs were not returned with the device. Without the return of these components, the scope of this investigation was limited. Inspection revealed the posterior needle was undisturbed, indicating that it was not engaged with the posterior cuff during needle deployment. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.